Event description:
It was reported that the tubing placed in notch prior to spring cocked back being responsible for the bent cannulas event on (B)(6) 2025. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection.

Manufacturer narrative:
Initial 1 of 2 name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.